Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5). As found condition: the pipeline vantage was returned for analysis inside a dispenser coil, an outer box, a sealed biohazard bag, and a shipping box. Damaged location details: the pipeline vantage tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact with no signs of damage. No defects were found on the re-sheathing marker or with the proximal bumper. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The braid¿s distal end and middle part were opened without damage, while the proximal end was not opened and frayed. No damage was noted on the pushwire. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open¿ complaint was confirmed, as the pipeline vantage braid¿s proximal end was not opened and frayed, while the braid¿s distal end and middle part were opened without damage. However, the cause of the failure to open could not be determined. Severe vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was undergoing treatment of a basilar artery aneurysm. The aneurysm max diameter was 5.62mm and the neck diameter was 4.21mm. The distal landing zone was 3.13mm and the proximal landing zone was 2.91mm. Patient's vessel tortuosity was normal. The distal end of the pipeline failed to open. The pipeline was not placed in a vessel bend when it failed to open. The pipeline was removed and another product was used to complete the procedure successfully.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pipeline vantage with shield technology could not be deployed to the target site during a procedure. A phenom catheter was successfully advanced through tortuous vessels to select the lesion, but upon reaching the target location, the pipeline vantage would not open. The devices were prepared according to the instructions for use (IFU). No patient complications have been reported as a result of this event.